Event description:
It was reported that the patient who had delayed paralysis due to l1 compression fracture underwent a vertebroplasty at t11 to l3 using a non-medtronic product for vertebroplasty and medtronic device for posterior fixation. It was reported that the patient, post op while still under anesthesia, had been taken to ICU immediately. The patient is getting well now. The anesthetist believes that the symptom appears like brain infarction.

Manufacturer narrative:
Although we do not believe that the reported complication is associated with medtronic implants, we are filling this MDR for notification purposes. The concomitant medical device information is attached to this report. See scanned page.